Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment and recurrent mitral regurgitation. It was reported that on (B)(6) 2018 two mitraclips were implanted in the patient with grade 4 mixed etiology mitral regurgitation (mr) reducing mr to 2. The imaging was difficult due to the patient anatomy. On (B)(6) 2018 a reclip procedure was performed as the mr had returned to grade 4 and a single leaflet device attachment was noted. At this time, the mr was considered degenerative in nature. A third mitraclip was implanted reducing mr from grade 4 to 1 to 2. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: product problem. The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported single leaflet device attachment appears to be due to the user technique/procedural circumstances (difficulty visualizing the clip due to patient anatomy). There is no indication of a product quality issue with respect to manufacture, design or labeling.